Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 23mm trifecta gt valve was implanted on (B)(6) 2016. The patient experienced high gradient and aortic stenosis. The patient has been scheduled for a transcatheter aortic valve implantation (tavi) procedure on (B)(6) 2022. No additional information has been provided.

Event description:
It was reported on (B)(6) 2016 a 23 mm trifecta gt valve was chosen for implant. During the patients one year follow-up the patient presented with an increase gradient (47mmhg vs 25 mmhg). The patient had also developed dyspnea on exertion and a cough for about six months. On (B)(6) 2022 the patient underwent a transthoracic echocardiogram (tte) which revealed tight aortic stenosis and a the higher gradient pressure is thought to be due to the stenosis. The patient underwent a tavr procedure on 1 april, 2022. A non-abbott device was implanted. The patient remained stable throughout the procedure. Immediately post implant a transthoracic echocardiogram (tte) was performed revealing no aortic insufficiency, negative for pericardial effusion and the patients gradient was 20mmhg. Follow up ECG showed normal sinus rhythm. The patient has been discharged.

Manufacturer narrative:
An event of aortic stenosis and higher gradient was reported. A returned device assessment and histopathological examination could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.